Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head was returned with five bands attached without the shrink wrap, showing evidence that the device was used. The bands were overlapped. The handle did not have marks of trip wire secured. Per media analysis, the photo showed the ligator head had five bands attached, some of them were moved from their position. Additionally, the video showed the ligator head had all the bands attached, and some of them were moved from their position and overlapped. The ligator head was observed under magnification, and some of the ligator head teeth were bent/damaged. The suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some bands in the ligator head were moved, and some of the ligaor head teeth were bent/damaged. These suggest that the device could not deploy. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. This condition, an unsecured trip wire, could have caused affected the overall performance of the device, causing the trip wire to slip through the handle assembly and contribute to an inaccurate deployment of the bands. This could have resulted in an improper deployment of the bands, causing more tension on the device, and resulting in bending/damaging of the teeth. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopy with ligation of esophageal varices procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo and a video of the complaint device outside the patient were provided by the customer and showed the bands were moved and overlapped.